Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient dizziness, cranial pressure, vertigo, and inflammation issues have resolved. The recipient was successfully activated. The recipient continues to wear the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness, cranial pressure, vertigo, and inflammation following initial implant surgery. The recipient was reportedly prescribed steroids (type unknown) and a scopolamine patch with some improvement noted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.